Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (1000 mcg/ml at 120 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient started experiencing symptoms of withdrawal exhibiting increased tone, agitation and itching  on (B)(6) 2021. On (B)(6) 2021, patient did not respond to a single 20% bolus. The infusion rate was increased by 10% from 120 ¿g per day to 132 ¿g per day and they did not respond to this either. Due to a covid positive diagnosis in early november, and a subsequent yeast infection, this delayed a planned catheter access study and any potential surgical intervention. On (B)(6) 2011, attempted dye study was done under fluoroscopy in interventional radiology but unable to complete due to an inability to aspirate the catheter access port. Decision referred for catheter revision and prophylactic pump replacement due to expected eos on (B)(6) 2023. After making an incision site at the spine, neurosurgeon cut the catheter below the anchor and an immediate retrograde flow of csf was observed. Based on this finding, the neurosurgeon elected to splice an 8784 pump catheter segment onto the existing 8780 segment remaining in the spine. The patient medical history include spastic quadriplegic cerebral palsy, diabetes type one with insulin pump, dysarthria, spasticity, asthma. The issue was at the time of this report. The patient status was alive no injury.

Manufacturer narrative:
Concomitant medical products:product ID: 8780, serial# (B)(4) implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly, catheter body torn or broken did not affect infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.